Event description:
The sheath was inserted into the groin of the patient and across the septum of the heart into the left atrium. The dilator and needle were then remove from the sheath. Dr. Then aspirated from the side of the sheath. This is his standard practice prior to inserting any catheter into the sheath. The purpose of this is to remove any air bubbles that may be present in the sheath. Upon aspiration, a significant amount of small bubbles were present in the 20cc syringe used for aspiration. Two additional syringes were used with the same result. Dr then removed the steerable sheath from the patient and replaced it with a different type. Dr. Suspected that the homeostasis valve in the sheath was leaking and allowing air to enter the back of the sheath when he aspirated. There was no impact to the patient and the sample has been sent to medical inc. For analysis.